Event description:
It was reported that the device broke during acl. No patient injury was reported.

Manufacturer narrative:
One 11-12mm biosure sync dilator was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The foot has broken free from the shaft and was not returned. A design change has been implemented which revised the configuration of the foot. This device was manufactured prior to this change.